Manufacturer narrative:
(B)(4): results: (death). (Based on the information provided, no root cause can be determined.

Event description:
An endeavor sprint rapid exchange drug eluting stent diameter 3mm length 30mm was deployed in the proximal lad with a non-medtronic stent overlapping. Patient had been getting better but cardiac arrest was suddenly observed. Although CPR was performed, the patient died. The possibility exists that the patient died due to ventricular fibrillation. It is unknown if there is a causal relationship between the event and the product/ zotarolimus but there is reported to be a relationship between the event and the procedure. An autopsy was not performed. The cause of death is unknown.